Manufacturer narrative:
B3/d10: the event occurred on an unspecified dat in july 2024, reported as "prior to july 16, 2024." D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the twist sleeve from the main body of the minicap transfer set. The patient went to close the twist clamp and the white part completely separated from the rest of the transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.